Event description:
On (B)(6) 2011, the pt's pump and catheter were received by the manufacturer. Later on (B)(6) 2011, additional info received from the hcp (health care provider) indicated that the pt experienced increased spasticity. The pt was hospitalized. The cause of the event/issue was "unknown", however, the event was further reported to not have been due to drug effects or device programming. The pt recovered without sequelae. The drug infused via the pump was lioresal 2000mcg/ml at 1600 mcg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.